Event description:
It was reported to boston scientific corporation on october 17, 2005 that an enteryx procedure kit was implanted in a female patient approx two months prior as a repeat procedure (original treatment date was early 2005) (patient weight unknown). A total of 5 injections were performed, delivering a total of 6.9 cc's of enteryx solution. It was reported that all of these injections were intramuscular and none were submucosal. According to the complainant, the patient experienced an onset of odynophagia and dysphagia of moderate intensity approx eight months later after the procedure. The patient reported weight loss of approximately 5 to 10 pounds that month. No interventions were reported. In the following month, the dysphagia and odynophagia were reported to decrease to mild intensity and the weight loss to be resolved.

Manufacturer narrative:
Other (pain with swallowing) the device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.